Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling. The "up" "down" and "ok" keypad buttons were intermittently responding. The keypad was removed and the "up" "down" and "ok" key contacts did click and spring back normally when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons were defective on the keypad.